Manufacturer narrative:
The device has been received for analysis. Inspection of the attached media observed cracks in the 3-way stopcock. Analysis and microscopic inspection of the returned sheath confirmed cracks in the stopcock. The cracks in the stopcock compromised the sheath's ability to maintain pressure and contain fluid, resulting in leakage and air ingress through the 3-way stopcock. Device history record (DHR) review: the DHR for (B)(6) were reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed referencing a leak on the device. The maximum severity associated with this event is a 2 based on the information provided within the event description, requiring additional intervention of a sheath replacement. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "cause traced to component failure" conclusion code was selected for the allegations of "leak" and "damaged/defective" as analysis observed the stopcock to be damaged which resulted in leakage and air ingress at the stopcock. This defect compromised the sheath's ability to seal pressure and fluid within the stopcock.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure it was mentioned that once the physician crossed the septum with nrg needle and faradrive sheath using a protrac wire without issues, air was observed on sheath. The physician removed the catheter, and the tubing connected to it was inspected and cleared of any possible air. The physician then reintroduced the catheter and reproduced the phenomenon. Later, the faradrive sheath was replaced, after which no air was visible following the expected aspiration and flushing process. No patient complication was reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure the first faradrive sheath was defective with air issues and was replaced. The procedure was completed successfully with a second sheath. However, at the end of the procedure, the physician noted a small crack at the stopcock of the replacement sheath. No patient complication was reported. The device is expected to be return for analysis.